Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: name- requested, not provided. Initial reporter health professional: requested, not provided. Initial reporter occupation: occupation- requested, not provided. PMA/510(k)- k926214. Device manufacturer date - unknown due to unknown lot number the actual sample was received for evaluation. Visual inspection revealed that the outer layer of approximately 45mm (approximately 85mm - 130mm from the distal end) had been peeled off. Magnifying inspection of the actual sample revealed that the outer layer had been peeled off over half a circumference; the distal side (approximately 85mm from the distal end) of peeled outer layer had a steep slope, while the rear end side (approximately 130mm from the distal) had a gentle slope. Electron microscopic inspection of the actual sample revealed that the fractured surface of outer layer was smooth; the distal side of peeled outer layer (approx. 85mm from the distal end) was straight; the rear end side (approximately 130 mm from the distal end) of peeled outer layer had a twisted shape, and the outer layer was peeled off. The outer diameter of actual sample was measured and confirmed to meet the specifications. The production serial number was not provided by the user facility, which prevented a meaningful review of the device history record. It is experienced that peeling off the outer layer when using radifocus guide wire m and a metal needle in combination. When the outer layer was peeled off when used in combination with a metal needle, the following characteristics were observed. The outer layer was peeled off over half a circumference. The fractured surface of outer layer was smooth. The distal side of peeled outer layer was straight and had a steep slope, while the rear end side had a gentle slope. It was inferred that these characteristics were similar to the actual sample IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. It is stated in the contraindications and prohibitions of the package insert that the outer layer may be damaged when the radifocus guide wire m is used in combination with a metal needle or a metal outer tube. In addition, documents and figures are written on the label of peel pack, clearly stating that the metal needle and metal outer tube are prohibited from being used in combination. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that since the actual sample and the metal needle were used in combination and the actual sample was operated in the removal direction, the outer layer of approximately 45mm (approximately 85mm - 130mm from the distal end) was missed. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used for the nephrostomy procedure. After puncturing the ureter with a metal needle, a competitor's guidewire was used, however it was not advanced properly. As a result of using the product after recognizing that it was contraindicated for concomitant use, the outer layer of it was peeled off and left in the urinary tract. The detachment piece remained in the patient's body. The patient had minor harm but did not have serious injury. The procedure outcome was not reported.